Event description:
It was reported that the patient faced elevated blood glucose treated by manual injection on (b)(6) 2026.

Manufacturer narrative:
Name- (b)(6).Street-(b)(6). Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 3003442380.